Manufacturer narrative:
Qn# (B)(4). The reported complaint that "the user was unable to insert the catheter into the patient during insertion" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "it was reported that "it was reported that the user was unable to insert the catheter into the patient during insertion. Therefore, a new catheter was replaced." Additional informtion reports ,"the user was unable to insert the catheter into the sheath during insertion". The patient's current condition is reported as "unknown" at this time.

Event description:
It was reported "it was reported that "it was reported that the user was unable to insert the catheter into the patient during insertion. Therefore, a new catheter was replaced." Additional informtion reports ,"the user was unable to insert the catheter into the sheath during insertion". The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
(B)(4).